Event description:
A kit was opened and found to be missing the guide wire. A second kit had to be opened. The pt was in cardiac arrest and expired, due to pulseless electrical activity (pea).

Manufacturer narrative:
Device eval - the suspect device was disposed of at the hospital. The initial notification was from the medicines and healthcare products regulatory agency in the form of an inquiry. Based on info provided by the inquiry, the customer was identified and contacted directly in the (B)(6) for additional info. The customer reported that the kit was opened while the pt was in cardiac arrest and there was no guide wire. A second kit was available and opened immediately. The pt died of cardiac arrest, due to pulseless electrical activity (pea); merit deemed this event not reportable with the additional info provided by the customer indicating the cause of death as cardiac arrest and that the reported device failure was not a contributing factor in pt outcome. (B)(6) is reporting this event due to pt's death outcome. Lot number is not known, the device and packaging were thrown out by the customer. A device history record review could not be performed it is impossible to determine a root cause without the suspect device. No conclusion can be drawn. We will continue to monitor the complaint data base for this type of failure. Eval - shipping records were reviewed.